Manufacturer narrative:
On-site (field) investigation was not performed as this was a technical support call. At the time of the call, the customer provided information regarding the reported ultra filtration removal high issue. During follow up, the customer could not be reached. A follow-up letter was sent requesting device resolution. An investigation of the device history record (DHR) was reviewed. According to the last DHR entry (B)(6) 2015, there were no noted issues relating to the current reported uf removal high issue. There were no deviations or nonconformances during the manufacturing process. In addition, confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
Plant investigation has not yet been completed. And medical records have been requested. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis user facility has reported that during treatment the machine removed too much fluid from patient, resulting in the patient losing consciousness. The uf pump was immediately turned off and the patient was administered normal saline. The patient regained consciousness and did not require additional medical intervention.